Manufacturer narrative:
Device lot number, or serial number, unavailable. UDI not available for this instrument. No parts have been received by the manufacturer for evaluation. A manufacture was on-site and tested all the instruments and they all passed verification with the exception of the straight suction. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a functional endoscopic sinus surgery (fess). It was reported that intra-operatively, the straight suction would lose tracking when "high" in the anatomy. The surgeon switched to a switch probe and the tracking was not lost in the same position. The surgeon re-verified the straight suction and tracking was fine. However, the surgeon alleged the straight suction was inaccurate. It was reported that approximately one centimeter of inaccuracy was noted. The surgeon switched to the straight probe and was accurate again. The straight suction was able to be verified. The surgeon re-registered the patient and proceeded normally. There was no reported impact to patient outcome. There was a reported delay to the procedure of less than one hour due to this issue.